Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for cosmetic damage. The customer¿s blood glucose was unknown. Customer reported that blood glucose went from 80-300 mg/dl and realized the insulin pump was not delivering because of the chipped pieces. Customer reported that the reservoir is unable to lock in place when inserted into insulin pump. Customer reported that insulin pump fell out of pocket nothing unusual it may have hit at a weird angle because it cracked. Customer reported damage to the reservoir lip ring. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump was received with partially broken reservoir tube lip, serial number label faded, missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. A test reservoir was installed and did not lock in place due to broken reservoir tube lip and missing retainer.